Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was not implanted because both the green and white stylets could not be inserted into the lead. It was noted there were no patient symptoms or injuries related to the event. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Final analysis of the lead revealed no anomaly found. The green, green blue, and white stylets were inserted into the lead without issue.